Event description:
A customer reported a "replace sensor" error message with the adc device, and was therefore unable to obtain sensor readings. The customer subsequently lost consciousness, and required treatment of glucagon injection by spouse for hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Sensor plug was properly seated, and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software and sensor was found to be in state 5 (indicating normal termination). Inspected the returned sensor plug and broken snaps were observed, resulting in improper seating of the plug in the mount. Extended investigation has been performed. Examined the sensor plug and broken snaps were observed which causes a poor connection between the rubber contacts and printed circuit board (pcb) contact. The sensor plug is unable to form a proper seal, leading to liquid ingress onto the pcb. Therefore, this complaint is confirmed to a broken snap. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a "replace sensor" error message with the adc device, and was therefore unable to obtain sensor readings. The customer subsequently lost consciousness, and required treatment of glucagon injection by spouse for hypoglycemia. There was no report of death or permanent injury associated with this event.